Manufacturer narrative:
The post market clinical staff and physician reviewed the provided medical records. Pt experienced approximately 200 cc of blood loss when the arterial end of the dialyzer loosened and blood leaked from the connection line; intervention included normal saline and midodrine, but it is unclear from this report if pt was chronically hypotensive and midodrine was part of patient's daily medicines. This event has been reported as serious injury due to a malfunction likely caused by use error. The actual device was returned to the MFR for physical eval and the complaint is not confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. On (B)(6) 2014, the pt was receiving hemodialysis when after 2 hours of treatment the patient experienced a blood loss of approx 200ml due to a loosened, leaking connection at the arterial end of the dialyzer. The pt developed hypotension (no bp reported immediately after incident), nausea, and diaphoresis and required 20 minutes to stabilize. He was infused with 800 ml of normal saline and received two doses of midodrine. The patient's bp on departure was: 103/57. The patient's pre-treatment hemoglobin was: 12.3 and hematocrit: 39.3. There were no post treatment lab results reported. On (B)(6) 2014, the pt's hemoglobin was: 12.2. On (B)(6) 2014, the patient's hemoglobin was 11.5. No further lab results were reported. On (B)(6) 2014, the pt was seen by his physician while on hemodialysis. He denied chest pain, shortness of breath, fever, chills, nausea, vomiting, and presyncope. The pt was on a critline to assess intravascular volume status and no results were reported.